Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged with a wall adaptor or usb charging cable. New charging supplies were used and the pump battery was charged. Contact could not recall if the customer's blood glucose was impacted.